Manufacturer narrative:
The returned product was evaluated and found a tear in the exposed portion of the soft cannula. Fluid was seen diverting through the tear during fluid path testing. The pcb (printed circuit board) and battery stacks were observed for corrosion or signs of fluid leaking inside the device, but no issues were noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 20 mmol/l (360 mg/dl) and smell of insulin present inside the pod. The pod was worn longer than 48 hours on the arm. Hyperglycemia treated by patient activating new pod and bolus.